Event description:
It was reported that the rv (right ventricular) lead was suspect of fracture as the rv (right ventricular) and svc (superior vena cava) coils had high impedances. The rv lead was removed and replaced. Follow-up was conducted and from the information obtained it was reported that the atrial lead had dislodged during the extraction of the rv lead. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the impedance on the svc (superior vena cava) defibrillation coil and the impedance on the rv (right ventricular) defibrillation coil were both beyond the expected upper range. Concomitant products: 694758 implantable pacing lead, (B)(6) 2003; d154awg implantable pacemaker/cardio/defib, (B)(6) 2009. (B)(4).